Event description:
A malfunction alarm with code malf 12 was reported, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisting the customer with the process, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.